Event description:
It was reported that during the implant procedure an attempt was made to implant the left ventricular lead; however due to high thresholds the lead was explanted and replaced with another lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was observed on all conductors (not obstructed).